Event description:
Customer reported pump battery loss after a full charge last night and is pregnant. There was no adverse impact to the customer's blood glucose level. No additional information was received regarding the outcome of the event.